Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the bifurcated talent stent graft has migrated distally with no proximal type I endoleak present however; there was a distal type ib endoleak on the right side, and loss of seal due to enlargement of the left common iliac artery. The physician elected to implant an endurant aortic cuff proximally, and the migration was resolved. The right common iliac artery just above the hypogastric has expanded to 30mm in diameter. The original graft distally was 20mm on the right. The physician implanted coils into the right hypogastric artery then implanted an endurant limb up to the original grafts flow divider, then an endurant limb extending down to the right external artery. In the distal portion of left common iliac, the vessel has expanded to 21mm in diameter. The physician implanted an endurant limb, followed by an endurant extension to obtain a seal. Final angiogram revealed resolution of the distal type one endoleak on the right and sealing on of the left iliac limb. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.